Event description:
It was reported, the insulin pump had a blank screen and no power. Customer changed the battery but the device will not turn back on. Customer's blood glucose was 363 mg/dl. Customer reported, he took blood glucose and the display was blank. The device has alarmed unexpected restart and external ram crc error when a new battery was inserted. Troubleshooting performed for both alarms. Self test performed, device passed. Motor error alarm was noted on the device history. Troubleshooting was performed for motor error. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. He does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. He does not use the sensor graph. He was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.